Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen, which is off label usage of the device on (B)(6) 2024. The area was prepared with soap and water before placing the sensor on the body. On (B)(6) 2024, the patient experienced a skin reaction with burning, redness, discomfort and infection extended beyond the patch perimeter. The patient consulted a doctor around 12:15pm. The doctor examined the reaction and thee reaction was treated with a prescription of an oral antibiotic (cephalexin 500 mg, every 12 hours for 10 days). At the time of the report the patient still had the reaction but was doing good. No additional patient or event information is available.